Event description:
Unfortunately reporter didn't recall the patient's name. Incident as reported by physician's assistant: endoscopic vessel harvesting system consists of a hard, plastic, cone-shaped tip that allows dissection of peri-adventitial tissue away from the saphenous vein being harvested for aorto-coronary bypass. This tip is affixed to the endoscope by means of a threaded, screw-on attachment. The leading edge of the tip where it attaches to the endoscope tapers down to a thin rim of hard plastic. This area was noted to be cracked at the termination of the vessel dissection as I removed the conical tip from the endoscope. A 2x3mm section of this part of the tip was missing. There is a possibility that the missing piece is retained in the patient's leg, however, a diligent search for it in the operative tunnel did not yield the fragment. The drapes were also searched, however, the piece is small and clear, and could not be found. No specific action was taken with the patient as the potential for harm is negligible given the sterile, non-reactive nature of the material and its small size. -it is significantly smaller than the surgical clips which are routinely left in the leg.- the tip was retained for review with the company's product engineers, who have been called to investigate the tissue.